Manufacturer narrative:
(B)(4). Eval, results: pt was described to exhibit a short and cork-like lms branched into similar lad and cx and was reported to be heavily calcified; guide catheter contributed to stent damage during device retraction; use of force to advance the device inside guide catheter; failure to deliver stent. Eval, conclusion: pt was described to exhibit a short and cork-like lms branched into similar lad and cx and was reported to be heavily calcified; guide catheter contributed to stent damage during device retraction; use of force; use of force to advance the device inside guide catheter. Eval summary: the proximal stent segments had moved proximally along the balloon partially covering the proximal marker band. The first 6 distal segments were positioned as per specifications. The remaining segments were raised, stretched and deformed. The distal tip was damaged.

Event description:
The physician was attempting to implant a 3.0 mm diameter x 15 mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a pt. The lesion in lad was pre-dilated twice with 1.5 and 3.0 balloons. The stent appeared to get caught up on being pulled back from the guide due to tight and tortuous anatomy. The morphology of the pt was described to exhibit a short and cork-like lms branched into similar lad and cx and was reported to be heavily calcified. The 3.0 mm diameter x 15 mm length resolute integrity rapid exchange (rx) drug eluting stent possibly damaged at guide ostium. Two other resolute integrity stents were introduced via a guide catheter to the pt, but failed to be delivered. The physician delivered 4 bare metal stents successfully and the operation was successful. No pt injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the u.s.; however, it is similar to the u.s. Distributed product (B)(4).